Manufacturer narrative:
(B)(4). The evaluation of the device has not been completed.

Event description:
Received information stating that during maintenance, the ventilator went to safety valve open when replacing the exhalation filter. There was no patient involvement at the time of the event.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the malfunction. The se replaced the universal serial bus (usb) and performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.